Event description:
It was reported that the customer experienced air bubbles in their tandem mobi cartridge and had a high blood glucose reading as a result. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. Technical support assured the customer that the champagne-sized air bubbles were acceptable and would not affect blood glucose levels. The customer acknowledged and understood this information.